Event description:
Implant date is unknown. And still remains implanted at this time. This was noted on (B)(6) 2014, due to noise, oversensing, greater than 2 seconds of asystole and fluctuating amplitude measurements from 1.0mv to 25mv. The physician and healthcare facility is unknown in france. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).